Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level 424 mg/dl at time of incident. Customer treated with intra venous fluid and insulin pump. Customer experienced some symptoms like nausea, broken rib pain. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege pump was over delivering. The insulin pump will not be returned for analysis.